Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no insulin we seen exiting the infusion set tubing or cartridge tubing. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was in the 300's (mg/dl).

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to insufficient drivetrain force.